Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an abdominal aorta aneurysm stent graft treatment procedure the guide wire stuck to the catheter. The aneurysm was located in the non-tortuous and moderately calcified aorta. Vascular access was obtained via the femoral artery. As the .035in x 300cm back-up meier guide wire was advanced towards the lesion, resistance was encountered. A non-bsc catheter was advanced over the wire. When the physician began to withdraw the catheter, it was noted that the catheter and guide wire were stuck together. The physician removed both devices together as a unit with no resistance encountered. It was noted that the guide wire was removed intact. The physician completed the procedure with an amplatz super stiff guide wire and an unspecified catheter. No patient complications were reported and the patient's status is ok.